Manufacturer narrative:
Pump received with constant motor error during rewind due to corroded motor home switch. Unable to verify a21, a47 alarms due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratched lcd window, scratched reservoir tube window, chipped graphics layer on keypad overlay and missing end caps ticker.(B)(4).

Event description:
No blood glucose levels reported. The customer reported repeated unexpected restarts by the insulin pump. It was reported that the insulin pump would reset and ask for a rewind. The insulin pump would complete the rewind and then the insulin pump would restart again. No additional information was provided.